Event description:
The event is reported as: a flight paramedic experienced a problem with the easy tube, which resulted in the displacement of the device. After loading the pt into the helicopter and during re-eval of the airway, the flight paramedic noticed that the etco2 reading was now absent, and that the green pharyngeal cuff was deflated and visible in the pt's mouth. It was noticed that the blue pilot cuff and the pharyngeal cuff fill tube were missing. No pt injury reported.

Manufacturer narrative:
Required intervention. Replacement with a different airway device was performed. The reporter stats lot number as 01c900161 or 0160800239. Report source: the event was reported by a (B) (6) from the (B) (6). The device sample was returned for eval. The results of the eval are not available at the time of this report.